Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
During and idiopathic ventricular tachycardia (idvt) ablation procedure with a soundstar catheter, the patient experienced a pericardial effusion treated pericardiocentesis. Initially, it was reported that after the smarttouch sf catheter was connected, the carto 3 system displayed error 106, force catheter sensor error. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The procedure continued. Then, it was also reported that the physician noted a little more fluid in the upper pericardium space than what was originally noted at the beginning of the case during the precheck. The pericardium effusion was discovered during an effusion check. The physician suspected the cause was from using the soundstar catheter in the "right ventricular outflow tract (rvot)." Pericardiocentesis was performed to drain the fluid. The injury confirmation process was unknown. The patients last know status was stable. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.